Event description:
The customer reported that the system will turn on but won't complete boot up.

Manufacturer narrative:
(B) (4). The ge service rep installed the software upgrade kit to version 18.1. The system operates as intended.